Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years and 8 months post implant of this 23mm aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as moderate to severe aortic insufficiency (ai) and aortic stenosis (as) with gradients of greater than 45mmhg observed. It was stated that the physician believes the failure of the valve resulted from "wear and tear". No additional adverse patient effects were reported.